Manufacturer narrative:
The insulin pump was received with display anomaly, problem isolated to interface board. Analysis was unable to confirm watchdog timeout alarm due to display anomaly. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted during testing.

Event description:
The customer reported via phone call that they would receive a watchdog timeout alarm then the insulin pump would go to blank display. The customer's blood glucose was 135 mg/dl at the time of incident. The customer tried inserting different batteries but the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.